Manufacturer narrative:
Calibration was last performed on 27-aug-2025 and was slightly lower than the expected range. The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys total psa results for 2 patient samples on a cobas 6000 module, a cobas e 411 analyzer, and a cobas e 801 module compared to a competitor method. The doctor questioned the results which prompted the customer to send the samples to another laboratory for repeat testing. Sample 1 was tested on a cobas 6000 analyzer and the initial total psa result was 0.38 ng/ml and the free psa result was 5.16 ng/ml. The sample was sent to another laboratory and tested on an e 801 analyzer as well as manually diluted 1:10 and 1:50 and the results matched. The sample was sent to a third laboratory and tested on a competitor analyzer where the total psa result was 6.399 ng/ml and the free psa result was 5.16 ng/ml. Sample 2 was tested on a cobas e 411 analyzer and the initial total psa result was 0.36 ng/ml and the free psa result was 1.95 ng/ml. The sample was sent to another laboratory and tested on an e 801 analyzer as well as manually diluted 1:10 and 1:50 and the results matched. The sample was sent to a third laboratory and tested on a competitor analyzer where the total psa result was 2.708 ng/ml and the free psa result was 1.815 ng/ml.

Manufacturer narrative:
The analyzer serial numbers were not provided. The investigation is ongoing.